Manufacturer narrative:
The ICD first underwent a visual inspection. Sparkover traces and signs of abrasion were noted on the ICD housing. The dot-shaped sits of locally molten titanium indicate a sparkover during the shock delivery between the housing and the hv-1 conductor of the lead. It is possible to damage the ICD with a shock delivery into a low-ohmic shock path. The ICD then underwent an electrical examination. This confirmed the clinical observation, the ICD could no longer be interrogated. The memory content of the device could therefore no longer be read. In a next step, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path, which is consistent with the abrasion and sparkover traces on the ICD housing. The damage to the module then lead to a permanently increased current uptake and subsequently to a discharge of the battery and the resulting inability to interrogate the ICD. There were no sparkover traces or short-circuits, which could be related to the clinical observation, present either within the ICD or in the connection system. The low-ohmic shock path clearly was the result of an external short-circuit. The manufacturing process for this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, a sparkover between the lead and the ICD housing occurred during a shock delivery. This indicates a defective lead insulation. This conclusion results from both the damage manifestation of the damaged final shock stage and from the sparkover traces on the ICD housing. The sparkover during the shock delivery is equivalent to a shock delivery into a low-ohmic shock path. This "short-circuit" destroyed the final shock stage. This is not a shortcoming of the device. The damage to the final shock stage led to a high current that resulted in the discharge of the battery and thus the clinical observation. There was no material defect or manufacturing error.

Event description:
Ous MDR - after an implantation time of about 23 months, it was reported that the ICD could no longer be interrogated after external defibrillation. Except for the external shock, no further deterioration of the patient's state of health was reported.